Manufacturer narrative:
With all the available information, boston scientific concludes the allegations in this complaint have not been confirmed as there was not enough information provided in the complaint and the product is not expected to be returned for analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had experienced an out-of-hospital cardiac arrest and was admitted to the hospital after receiving therapy from their device. Review of the ICD noted it exhibited code 1005, indicative of a shock being delivered into an open circuit condition. High out of range shock impedance measurements of greater than 125 ohms was also noted. Additional information provided from the field indicated the patient had later passed away due to multiple organ failure. The ICD remains in situ and no additional adverse patient effects were reported. Additional information provided from the field indicated the health care professional was not concerned or had any questions in relation to system functionality and the patient's death.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had experienced an out-of-hospital cardiac arrest and was admitted to the hospital after receiving therapy from their device. Review of the ICD noted it exhibited code 1005, indicative of a shock being delivered into an open circuit condition. High out of range shock impedance measurements of greater than 125 ohms was also noted. Additional information provided from the field indicated the patient had later passed away due to multiple organ failure. The ICD remains in situ and no additional adverse patient effects were reported. Additional information is currently being requested from the field in regard to this event. This event will be updated should additional information be provided.